Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an out of range shocking impedance. An error code also occurred indicating an open circuit condition. Oversensing of noise causing inappropriate shocks were also noted. The lead was surgically abandoned. There were no additional adverse patient effects reported.